Event description:
The device was explanted and returned to the manufacturer for analysis. Review of the device registration system reveals that the pt expired in 2005. Multiple attempts have been made to determine the cause of death without success.